Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) was not receiving effective therapy coverage. In addition, the patient reportedly experienced surges in stimulation and occurrences of the stimulation turning off without prompting. A diagnostic test revealed impedance issues for several lead contacts. Initially, reprogramming was successful in addressing the deficiency in coverage. Surgical intervention was subsequently undertaken for further interrogation. Intraoperative testing confirmed impedance issues for the lead. A new lead was implanted, and the impacted device remains in-situ. Adequate therapy was recaptured for the patient following the procedure.